Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument prematurely expired. There was no report of patient harm, adverse outcome or injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The root cause of thermal damage between grips instrument bipolar yaw pulley is most commonly caused by insulation degradation and carbonized tissue creation a conductive path.